Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and obstructive symptoms, leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2016 at (B)(6) hospitals. Device explant due to severe dysphagia and obstructive symptoms occurred on (B)(6) 2017 at (B)(6) clinic.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and obstructive symptoms, leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2016 at (B)(6) hospitals by dr. (B)(6). Device explant due to severe dysphagia and obstructive symptoms occurred on (B)(6) 2017 at (B)(6) clinic by dr. (B)(6). The device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and obstructive symptoms, leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred on (B)(6) 2016 at university hospitals (B)(6) by dr. (B)(6). Device explant due to severe dysphagia and obstructive symptoms occurred on (B)(6) 2017 at (B)(6) clinic by dr. (B)(6). The device was found in the correct position/geometry.